Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) there was a leak in the iab circuit. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that they tried to retest by running the unit for 2.5 hours, and found that the values of the machine are within the set values. Its working fine the unit does not show an alarm. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.